Event description:
According to the available information, the device was removed and replaced due to an unspecified malfunction and impending rear tip extender erosion into right buttock.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1. An aneurysm was noted on the bladder of cylinder 2. This was a site of leakage. Abrasion was noted on the piece of detached inlet tubing. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted and revised and due to a malfunction of the device for the past four years.